Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed using the same wired foot switch as the issue was sporadic. A philips field service engineer (fse) inspected the system on-site and identified that the mechanical operation of the wired foot switch was sporadically stiff. In order to resolve the reported problem, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed using the same wired foot switch as the issue was intermittent. A philips field service engineer (fse) inspected the system on-site and identified an intermittent mechanical issue with the wired foot switch. In order to resolve the reported problem, the fse replaced the wired foot switch. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed without problems on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch required replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.